Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the distal part of the device including part of the midshaft, outer, inner, balloon, stent & tip. A visual and tactile examination of the midshaft section found the midshaft stretched from 125 mm to 200 mm distal from the midshaft bond. A midshaft break was also observed at 125 cm distal from the end of the strain relief. A review of the outer extrusion, inner lumen and bi-component bond could not be completed as the distal part of the device was not returned for examination. A visual and tactile examination found several hypotube kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. Distal part of the delivery catheter was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 38 synergy ii drug eluting stent was deployed in the lesion, however, upon removal of the stent delivery system, the shaft broke. Surgery was then performed to remove the broken shaft. No further patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 38 synergy ii drug eluting stent was deployed in the lesion, however, upon removal of the stent delivery system, the shaft broke. Surgery was then performed to remove the broken shaft. No further patient complications were reported.